Event description:
A complaint was reported that the black connector came off the end of the vtun camino flex tunneled ventricular catheter after placement of the catheter. On (B)(6) 2016, additional information was received, via telephone call, from the integra sales rep, that the patient had died. The approximate date of death was (B)(6) 2016. Additional information was received from the clinical educator, of the reporting facility, on (B)(6) 2016; the catheter was implanted in a (B)(6) female patient with traumatic brain injury (tbi) on (B)(6) 2016. The black connector came off of the end of the flex catheter after placement. It was placed back on however there were no readings from the cable at that point. The team was able to transduce from the drain port which was attached to the drainage system and obtain the intracranial pressure (icp) readings via this method. Through the drainage port the icp was greater than 100. This reading correlated with the patient's clinical presentation. After the incident the icps were >100, which was the same as before the incident until the patient was declared brain dead and then the reading was low. The flex cable never gave an icp reading after it broke. Due to death the catheter will not be explanted and an autopsy will not be performed. The cause of death was provided as traumatic brain injury.

Manufacturer narrative:
Integra has completed their internal investigation on 11 apr 2016: the product was not returned for evaluation. A review of the device history records has been performed. No anomalities have been reported. No ncr or any variances were associated with this lot. The lot met the specification at the time of release. No trend could be determined for this failure mode. Conclusion: the clinically applied product was not returned for evaluation; therefore, the specific cause for the problem reported could not be identified. If additional information is obtained, or the sample is returned, this investigation will be reopened.